Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces.no button error alarm during testing. Unable to confirm unexpected battery out limit due to keypad unresponsive. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 210 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.